Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient didn't charge their ipg for over 6 months. The patient's ipg was no longer communicating with external devices and thus declared inoperable by a manufacturer representative. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced and therapy was restored.

Manufacturer narrative:
Event date is estimated.